Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. No medical intervention or patient symptoms were reported.